Event description:
Distributor reported a malfunction alarm involving a pump with a malfunction code 12-0x2071. There was no information provided on any blood glucose impact on the customer. The pump was replaced, but the customer did not disclose the type of backup therapy they would use during the interim.